Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. The transparent knob was removed after deploying the trunk ipsilateral leg distal to the renal arteries. When the physician attempted to remove the catheter, the proximal end of the main trunk migrated approximately 5mm distally. The physician opened the access hatch and found both lock pin (no.2) and constraining loop (no.3) remained inside and torn. Both of them were removed and the catheter was successfully retrieved without any issues. The device was returned to the us gore for further investigation. It was reported that the patient¿s blood vessels exhibited significant tortuosity and calcification, making it difficult to advance the catheter. Additionally, multiple balloon expansions were performed in the highly angulated part of the vessel, which may have stressed the lock pin and constraining loop. The physician¿s comment: ¿there were no unusual findings during the procedure. I felt no resistance while pulling the transparent knob.¿

Manufacturer narrative:
MDR section h6, codes c19, d15 and d0301 updated to reflect results of product evaluation. <evaluation summary> the device evaluation performed by engineering showed the following: the constraining loop wire and the lock mandrel were returned separated from the device¿s handle. The secondary sleeve deployment fiber was still attached to the transparent knob of the device¿s handle. There was no presence of glue in either the constraining loop cavity or the lock mandrel cavity. Engineering identified the lack of glue as a manufacturing deficiency. The constraining loop wire trapezoidal feature, and the lock mandrel ferrule were observed to be intact. No residual glue was present on the end of either wire which indicated that no glue was dispensed to either wire during the manufacturing process. Engineering determined that the lock mandrel and constraining loop wire were not attached to the transparent knob of the handle of the device. The physician¿s observation that they ¿found both lock pin (no.2) and constraining loop (no.3) remained inside and torn " could be confirmed with the available information. A manufacturing deficiency of lack of glue in the lock mandrel and constraining loop wire cavities was identified during the investigation of the risks related to this complaint.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. The transparent knob was removed after deploying the trunk ipsilateral leg distal to the renal arteries. When the physician attempted to remove the catheter, the proximal end of the main trunk migrated approximately 5mm distally. The physician opened the access hatch and found both lock pin (no.2) and constraining loop (no.3) remained inside and torn. Both of them were removed and the catheter was successfully retrieved without any issues. It was reported that the patient¿s blood vessels exhibited significant tortuosity and calcification, making it difficult to advance the catheter. Additionally, multiple balloon expansions were performed in the highly angulated part of the vessel, which may have stressed the lock pin and constraining loop.